Event description:
The patient had a subarachnoid hemorrhage. During endovascular coiling, the wire would not pass smoothly through the micro cath. A different wire was used and worked well. The patient was not injured.